Event description:
The patient reported that their livongo blood glucose meter read 120 while the lab result was 94. This comparison was performed simultaneously and the results were out of the +/- 20% range per FDA guidelines. The member used the correct testing procedure, storage techniques, and the test strips were not expired.

Manufacturer narrative:
The blood glucose meter associated with this report was returned and underwent functional testing. A visual inspection of the returned meter was performed, and no damage was noted. Our investigation found that the meter turned on, the display showed correctly, and the meter was able to successfully take a reading. Two control solution tests were performed. The range was 103-155 for control solution 1 and 285-427 for control solution 2. The results were 131 using control solution 1 and 376 for control solution 2, which were within acceptable ranges. Testing was unable to reproduce the reported issue, the device was performing as intended, and no problems were found.